Event description:
It was reported that the stent was in-folding. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. Post tcar procedure, the patient experienced a headache, and an additional computed tomography (CT) was performed. Hyper profusion and signs stroke were not identified and the headache resolved. Imaging did reveal that the stent had an in-fold appearance. Additional information provided by bsc senior medical director indicated that the common carotid artery, distal to the stented segment, had extensive disease. The patient had a history of thyroid surgery, and the neck was noted to be thick and likely fibrotic. The patient has untreated hepatitis c and human immunodeficiency virus (hiv), affecting the patient's vasculature. The stent collapsed due to thick tissue and not due to calcification. Medical management was performed as a result of the event and the patient is asymptomatic from the stent collapse.

Event description:
It was reported that the stent was in-folding. An enroute transcarotid stent was selected for use in a left sided transcarotid artery revascularization (tcar) procedure. Post tcar procedure, the patient experienced a headache and an additional computed tomography (CT) was performed. Hyper profusion and signs stroke were not identified and the headache resolved. Imaging did reveal that the stent had an in-fold appearance. Additional information provided by boston scientfic (bsc) senior medical director indicated that the patients common carotid artery, distal to the stented segment, had extensive disease. The patient had a history of thyroid surgery, and the neck was noted to be thick and likely fibrotic. The patient has untreated hepatitis c and human immunodeficiency virus (hiv), affecting the patient's vasculature. The stent collapsed due to thick tissue and not due to calcification. Although the patient was reported to be asymptomatic from the stent collapse, the patient was treated with medication. The reason for medication being administered and the details of medication type and dose were not reported to bsc.

Manufacturer narrative:
Updated fields: b1: adverse event/product problem. B5: describe event or problem. H6 - patient codes, impact codes, evaluation method codes; evaluation conclusion codes.